Event description:
The customer reported an elevated, non-reproducible cancer antigen (ca) 19-9 result, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing produced a result within the clinical reference range. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse reported no system issues. The fse replaced the aspirate probes and the duck bill as a precautionary measure. The unit conformed to the manufacturer's performance specifications. The fse stated the customer retested the sample in question several times, and all results were within the reference range. The patient's serum sample was collected in a bd plastic tube. The sample was allowed to clot for 20 minutes prior to processing. Quality control (qc) and system check were within specifications. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.